Event description:
It was reported that during a follow up in clinic, an increase in capture threshold resulting in loss of capture was noted on the right ventricular (rv) lead. The increase in capture was suspected to be due to a fall the patient sustain in 2021, unrelated to an abbott product. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.